Manufacturer narrative:
Investigation results received and attached: involved product that broke during use was not returned. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Nothing was changed in production process. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that c-pilot files cc+ sterile file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.